Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox sv ruptured at 14 atmospheres during the fourth inflation. There was no adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.